Event description:
It was reported that bd alaris pump module smartsite infusion set had unregulated flow. The following information was received by the initial report with the following verbatim: rcc received a complaint via email. Email(s) attached. 1.4.24- new propofol hung @0257am and programmed correctly at 23 ml/hr and the pump read 23ml/hr (checked by more than one rn @ discovery of incident. 100ml propfol bottle infused in less than 1 hour. Patient bp stable and patient on vent. Set back check valve ref 2420-0007 equipment/supplies involved-tubing is with colleen in quality/safety along with product failure report. Staff felt this was a questionable infusion channel or brain issue. Alaris brain and channels available in ICU manager office along with biomed reports run on the pump.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed